Event description:
Gore received information regarding a suture breakage event. It was reported the gore suture broke 13 weeks post op. The device was discarded. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress.